Manufacturer narrative:
Medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection noted that four samples were returned with two samples contained in their original unopened unit trays, one sample in its original opened unit tray, and one sample in a plastic bag contained in its original carton pack. Two of the returned units were contaminated, and the flanges were detached from the main tube stem. It was reported that the first tracheotomy tube's flange was detached from the main tube after one to two days of being use. The four other tubes were found detached from tubes prior to use on the patient. The reported issue was confirmed. The most likely cause was determined to be manufacturing related. Internal process improvements have been initiated to mitigate this issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant product: 7cn80r 8.0mm adt flex trach w tg cuff lot# 202405258x; 7cn80r 8.0mm adt flex trach w tg cuff lot# 202405258x; 7cn80r 8.0mm adt flex trach w tg cuff lot# 202405258x; 7cn80r 8.0mm adt flex trach w tg cuff lot# 202405258x. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, the first tracheotomy tube's flange was detached from the main tube after 1 to 2 days of being use. While the four other tubes were found detached from tubes prior to use on the patient. The tube was switched to different lot number.